Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via e-mail that they received no delivery alarms. The customer's mother also reported that they experienced high blood glucose of 600 mg/dl and 400 mg/dl. The customer's mother reported that they reverted to manual injections. The insulin pump will not be returned for analysis.